Event description:
Generator would not activate when either pedal on the footswitch was depressed. The footswitch was changed and the generator functioned normally. There was no case or pt involvement or consequence.